Event description:
The customer reported obtaining erratic troponin I (access® accutni+3) results for two (2) patient samples from the access® 2 immunoassay analyzer portion of the unicel® dxc 600i synchron® access clinical system. The customer reported the erroneous results out of the laboratory; however, the customer is unaware of any change or affect to patient treatment in connection with this event. The customer repeated the samples and issued corrected reports. The customer did not supply any data for this event. Beckman coulter reviewed the data which was collected by the field service engineer (fse) at the customer's site and observed two (2) additional patient samples which had non-reproducible accutni+3 results. The customer collected the samples in non-gelled lithium-heparin tubes and centrifuged the samples at 4000 rpm for 8 minutes. The samples were then aliquoted by pipette from the tube into a sample cup. No sample integrity issues were noted and the samples were not processed further prior to repeat testing. The customer had a passing system check on (B)(6) 2014 and a passing accutni+3 calibration on (B)(6) 2014.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and noticed a defective transducer supply line and ultrasonics printed circuit board (pcb). The fse proceeded to replace the transducer supply line and ultrasonics pcb to resolve the issue. The fse also rebuilt the wash and precision pumps as a preventive measure. The fse then cleaned the wash pump and precision pump valve and did not note any issues. The fse verified the repairs by performing a wet/dry test for ultrasonics level sense, a 20 point precision test, system check and high sensitivity system check, and obtained passing results for all tests. In conclusion, the cause of the erratic troponin I (access® accutni+3) results were attributed to a defective transducer supply line and ultrasonics pcb.